Event description:
A complaint was received from a customer that reported their elite system was reading high when they used excel off brand reagent. The specific example that they provided was the elite system gave a result of 345 mg/dl while a competitive system gave a result in the low 200's mg/dl (method unknown). The difference between these readings could be clinically significant. While on the phone a review of the system was conducted. Electronic checks were satisfactory. It was explained to the customer that bayer does not provide or support the use of an offbrand reagent.